Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, an increase in capture threshold on the right ventricular (rv) lead was observed. The physician decided to not take further action. The patient was stable with no adverse consequences.